Event description:
The safety cover did not engage over the blade; the battery failed halfway dissecting of the specimen - metal shaving from piece came off.manufacturer response for laparoscopic morcellator, xcise (per site reporter).======================took description of incident, provided fed ex account # to ship the product back; replacement sent. Will advise of qa findings.